Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 4.9 and 20.1 mmol/l with 10 minutes. There was not death, serious injury or mistreatment associated with this event.